Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit had a bent comb. The right side plate, comb, and other parts were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that upon inspection the device is in need of repair. Investigation found the comb was damaged. No adverse event was reported as a result of this malfunction.